Manufacturer narrative:
The cause for the discordant sodium(na) and chloride(cl) results is unknown.

Event description:
Customer reported erroneous sodium(na) and chloride(cl) results for patient and quality control samples with reference electrode. Customer indicated that no patient results were reported and no patient treatments were effected when quality control results were out of range. There was no report of injury due to this event.